Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a knee arthroscopy procedure t1 was inserted fine, but t2 would not deploy properly. The problem was noted fifteen minutes into the procedure and estimated delay was fifteen minutes. The implant was removed and a backup of the same device was utilized. A piece of the implant broke off inside the body and t1 is still stuck in the joint capsule. The suture and t2 were removed. No patient injury was noted.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history record was performed which confirmed no inconsistencies.